Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During the manufacturing process, the following visual inspections and tests are performed throughout the process: all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was provided from site and following was observed: leaflets with calcification, calcification present around annulus and surrounding environment, and vessels with tortuosity. The following instructions were reviewed: IFU for commander delivery system with s3u, device preparation manual, and device training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed due to neither applicable imagery nor the device being returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the commander delivery system balloon ruptured at the very end of the implant inflation with 4cc extra added.' Additionally, it was also notice through returned 3mensio imagery, the patient did exhibit calcification around the leaflets and annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the additional volume +4ml that was added to the balloon could have possibly lead to the balloon overinflating. Subjecting the balloon to pressures high enough to cause the balloon to burst may have led to the reported complaint event. The complaint was unable to be confirmed. A manufacturing nonconformance was unable to be determined without a returned device. A definite root cause was unable to be determined. However, available information therefore suggests that patient factors (calcification) and/or procedural factors (over-inflation of balloon) likely contributed to the event. There were no IFU, labeling or training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 29mm sapien 3 ultra valve, the commander delivery system balloon ruptured at the very end of the implant inflation with 4cc extra added. Tee showed no paravalvular leak and the system was removed. There was no procedural complication and the patient was transferred to the unit in stable condition.